Event description:
Report received of an overdelivery. The customer contact indicated that the event was the result of an operator error in programming the device. In 2004, the pump was delivering an unspecified drug on line b at a rate of 56 ml/hr. At 2149, the nurse programmed line a of the pump to deliver heparin 1u/1ml at a rate of 56 ml/hr instead of the intended rate of 1ml/hr. Reportedly, the nurse noted that the volume infused value of the pump display was "too high of a number." The physician was notified and the infusion was tuned off. The pump was removed from clinical service and therapy was resumed using a replacement device. There were no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.